Event description:
Pt underwent stenting procedure. Three stents were placed in the mid lad - 2.5 x 20 mm des (pressure to give 2.88 mm applied) prox lad - 2.75 x 16 mm stent (expanded to diameter 5.35). Circumflex was stented with 2.75 x 8 mm. Des deployed to 3 mm. Successful - pt sent to floor, discharged. Four hrs after discharge pt developed acute chest pain and came to ed. Angiogram showed acute in-stent thrombosis in distal end of mid lad stent. After angioplastying the thrombus in the stent another stent was placed in lad (mid) 2.5 x 12 mm deployed to 2.7 mm. Thrombus in stent.